Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection revealed that only a half of lens was received with no haptic. The returned sample was inspected at 10x microscope magnification. A few loose particles were observed in the sample compatible with handling the lens out of the sterile environment. The sample was observed with the characteristic of an acrylic 1-piece. The lens condition is consistent with a lens that has been removed from patient's eye. Based on the investigation and the information of the initial report,the condition of the returned lens is not attributed to the manufacturing process. A review of the manufacturing records showed no deviations or nonconformities. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that after inserting an intraocular lens (iol) in the right eye of a patient, a capsular tear was noted requiring a removal and replacement of the lens in the same procedure. In addition, it was stated that the incision was enlarged and one suture was used. The iol was replaced with an ar40e lens. There was no unexpected postoperative outcome. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.